Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during the procedure, there was with lack of co2 flow from the btt port. A new btt port was retrieved from an accessory pack and co2 flow was normal. There is a btt being sent back with the hp2 so hopefully that is the original item which had flow issues. There was nothing broken off from the end of the jaws. Case went smoothly, but near end was 'very smoky'. So smoky that the rest of the or staff could notice it and commented on it. There was no procedural delay. There were no effects to the patient.

Event description:
N/a.

Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 07/01/2025. An investigation was conducted on 7/10/2025. A visual inspection was conducted. Both the btt and harvesting device was returned for evaluation. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact btt. A 25 cc syringe, filled with air was attached to the inflation port line on the btt and squeezed the syringe to inject air. The btt was able to be inflated. A 25cc syringe, filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline with no issues. A 25cc syringe, filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline. There was no backflow observed in the co2 line. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be intact. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. The device did transect tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436. The resistance value was measured at 0.68 ohms which is within specification. The device passed the temperature measurements test. Based on the condition of the device, the reported failures "improper flow or infusion" and "environmental particulates- smoke" were not confirmed. The lot #3000475443 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.